Event description:
It was reported that the patient alert activated for low pacing lead impedance. The atrial lead exhibited less than 200 ohms impedance. It was also noted that capture threshold had increased from 0.5 v to 2.5 v. The lead was electronically repositioned.

Manufacturer narrative:
Na